Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approx 21 months ago. Aneurysm and vessel morphology at the time of implant were not reported. At the time of the initial implant, the contralateral and ipsilateral limbs were both placed into the common iliac arteries by only about 1.5 cm. It was reported that approximately 1 month ago, the pt presented emergently with abdominal and back pain. At the time of the event, the aneurysm was 5.5-6 cm in diameter, and the aortic neck and vessels were unremarkable. A distal type I endoleak was noted on the left/contralateral side (MFR report # 2953200-2010-01313). The physician elected to intervene by implanting an aneurx extension graft distally. Also, because, the ipsilateral limb was short in the iliac artery at the time of implant, the physician added an aneurx extension as a prophylactic measure, even though no endoleak was noted. No add'l clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Eval results: (limb placement was short in the iliac artery).